Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026. The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, 60-6085-202a, lg,uterine manipulator, 120v, was used in an unnamed procedure on (B)(6) 26, and ¿during procedure, item broke insides patients vaginal canal, no injuries and removed from use. Used another manipulator.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.